Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
Update: the device is available for examination. Examination of the returned liner confirms wear of the poly material. There is however nothing that appears at all unusual or excessive of note for the length of time implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.